Manufacturer narrative:
(B)(4). Articulation link. The analysis found that one ec60a device was returned in good visual condition and with no cartridge reload loaded on the device. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device worked as intended.

Event description:
It was reported that during a laparoscopic gastric sleeve procedure, when the device was cycled to be fired, something sounded and felt different. They stopped using it, and opened a new one to complete the procedure. There was no patient impact reported.